Manufacturer narrative:
Findings: unit received with an alarm loop during power up. Alarm due to a software error. Unable to perform operating currents, self-test, unexpected restart alarm error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify low battery alarm due to alarm. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had recurring alarms that were not able to be cleared. The customer's blood glucose was unknown. The insulin pump will return.